Event description:
The customer received questionable tina-quant albumin (alb) result on their c701 analyzer. The customer pulled 150 samples in question and repeated them. Of those, two samples had discrepant results that had to be corrected. The first patient's initial alb result was 6.3 g/dl accompanied by a data flag. The sample was automatically repeated by the analyzer on a decreased volume and the result was 1.3 g/dl. The repeat result of 1.3 g/dl was reported outside the laboratory. On (B)(6) 2012, the sample was retested and the result was 4.9 g/dl. The second patient's initial alb result was 6.6 g/dl accompanied by a data flag. The sample was automatically repeated by the analyzer on a decreased volume and the result was 1.1 g/dl. The repeat result of 1.1 g/dl was reported outside the laboratory. On (B)(6) 2012 the sample was retested on another c701 analyzer, (B)(4), and the result was 5.0 g/dl. The customer considered the second repeat results to be correct and they were issued as corrected reports. It was unknown if the patients were adversely affected by this event. The alb reagent lot number was 65847801 and the expiration date was 05/31/2013. The field service representative found an issue with the reagent probe. He replaced the reagent probe from the customer's stock and adjusted the air pump pressure. Calibration and quality control were performed. He reran 20 samples and did a 20 sample precision check. The rerun samples repeated close to the first run.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.